Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During this inspection, no deviations from the technical specifications were found that could be related to the clinical complaint. The lead turned out to be in conformance with specifications and free of defects. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that the lead was explanted approx. 28 months after implantation due to an error value of the rv sensing measurement during the follow-up.